Event description:
The hoist started to lift the patient, it was noticed that one of the leg clips was not attached, the staff members repositioned themselves in order to support the patient. The patient then went backwards and started to slide out of the top portion of the sling. The staff members supported the patient's torso and then lowered the patient down. No injuries were sustained. One person involved.